Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic received information that the customer passed away in hospice on (B)(6) 2020 due to end stage cardiac illness. The customer was admitted into hospice care on (B)(6) 2020 due to heart disease. The customer was not wearing the insulin pump at the time of passing as it was removed on (B)(6) 2020 due to having low blood glucose. Blood glucose levels were not provided. The insulin pump is not expected to return for failure analysis.